Event description:
It was reported that the right ventricular (rv) lead experienced a fracture on the superior vena cava (svc) coil approximately seven months ago. Now, the rv coil exhibited high impedance and a possible fracture is suspected. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv coil impedance spiked to 101 ohms from a trend of 60-70 ohms. Concomitant product: 5568-53 lead, implanted: (B)(6) 2008. (B)(4).